Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b8zw, product type: lead. Product ID 3387s-40, lot# va 0b8zw, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the contact dermatitis was related to the implant procedure and study. The suspected cause was the patient condition.

Manufacturer narrative:
Concomitant products: product ID 3387, lot # unknown, product type lead; product ID 3387, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient had contact dermatitis. Corrective actions included medication added, discontinued or dose changed. The medication was benadryl IV x1. The event resolved.